Event description:
It was reported that a right ventricular (rv) lead was surgically abandoned due to non-specific product performance issue. A new lead was successfully implanted the same day. No additional adverse patient effects were reported.

Event description:
It was reported that a right ventricular (rv) lead was surgically abandoned due to non-specific product performance issue. A new lead was successfully implanted the same day. No additional adverse patient effects were reported. Subsequently, additional information was received indicating device was surgically abandoned due to thresholds steadily rising over the course of last year confirmed via psa testing. No additional adverse patient effects were reported.